Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 04/21/2017 that on (B)(6) 2017 the patient experienced an intermittent audio alert and was unconscious due to a hypoglycemic event. Patient's wife found patient in the morning. Patient's blood glucose (bg) was below 55 mg/dl. Patient's wife treated patient with glucagon and monitored patient until patient's bg was at 77 mg/dl. Patient and patient's wife report not hearing the continuous glucose monitor (cgm) alarm. Patient's wife contacted a doctor as patient experienced memory loss after their bg was in normal range. The doctor advised to watch patient's bg and indicated that patient's memory should return. Date of doctor contact is unknown. At the time of contact patient is recovered; including regaining memory and is fine. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test for intermittency was performed and the test failed for intermittent audio and scratching noise. A "try it" manual test was performed and the test failed for intermittent audio and scratching noise. The receiver case was opened for a visual inspection and found the speaker incorrectly installed. The reported event of an intermittent audio output was confirmed. The root cause was determined to be an incorrectly installed speaker.